Event description:
This stent was deployed to treat in-stent restenosis and was reported to have fractured completely at the proximal end five months later.

Manufacturer narrative:
As reported by the 15th annual conference of the society of interventional cardiology in other country, this patient presented to cath with a myocardial infarction and the right coronary artery showed significant stenosis in the ostium. A 3.5x13mm bx-velocity stent was deployed. Six months later, coronary angiogram revealed restenosis. A 3.5x18mm cypher stent was deployed to cover existing stent and ostial lesion. Intravascular ultrasound showed the proximal end of the stent was out of the rca. Approximately five months later, coronary angiography revealed restenosis and the stent struts could not be seen on ivus. The images suggested that the proximal fragment was separated from the stent. Please note that this product, (lot no. Unk) is not distributed in the united states. However, it is similar to the united states distributed device. This product is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9610978-2006-00287 and 9616099-2006-00855.